Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon burst occurred. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified left anterior brachial artery shunt. The lesion was dilated with the f/g sterling otw 6.0 x 40/40 (4f) balloon at 6 atmospheres for 60 seconds. On the second inflation, the balloon was inflated to 10 atmospheres and burst. The balloon was removed intact. The procedure was completed with another of the same device. The patient status is no problem with no complications reported.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.